Event description:
It was reported that a lead integrity alert (lia) triggered. The right ventricular (rv) lead was noted to exhibit low and decreasing impedance, high and unstable threshold with suspected insulation damage. The right ventricular (rv) lead is planned for extraction and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)